Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. No motor error alarm noted during bolus and basal delivery. The motor was tested outside of the unit and passed. The insulin pump passed displacement test, rewind, basic occlusion test, self-test and unexpected restart error test. The stop idle current and run current measurement tests are within specification. The insulin pump passed off no power alarm test. The insulin pump passed the displacement accuracy test. The insulin pump had minor scratched display window, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, the insulin pump started alarming motor error during bolus. Customer was able to rewind and continue use of the device. The customer's blood glucose was 240 mg/dl. Troubleshooting was performed and the customer had mentioned he was in intensive care the week of (B)(6) were he had a chest x-ray done. Customer was called back on (B)(6) 2016 to gather more information on the ICU incident. The customer was in the ICU due to having diabetic ketoacidosis that was caused by the flue and not the insulin pump. The customer was admitted on (B)(6) 2016 with blood glucose of 456 mg/dl. Customer was treated and released. Customer was wearing the device at the time of the hospitalization. Customer is returning the device for analysis.